Event description:
It was reported that the atrial lead exhibited noise, which led to inappropriate auto mode switch episodes. The patient was asymptomatic. All other electrical measurements were noted to be normal. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.